Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebq1607 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the statlock included in the powerglide kit did not hold the catheter properly and it was released. The catheter came out and it had to be removed completely.